Event description:
It was reported that there were unspecified issues with the pump's usb port, resulting in difficulties charging the pump as the customer would have a hard time inserting and aligning the charging cable with the usb port. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.